Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer extend instrument was analyzed and found to have the main tube dislodged. The main tube metal tabs were found to be dislodged from the slots at the distal end. As a result, the instrument failed imprecise motion test. Additional findings related to customer reported complaint: the instrument exhibited imprecise motion when the master tool manipulators (mtms) were manipulated. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument would move partially in the intended direction, but not complete movement fully. A lag was observed, or the instrument would just stop moving. The instrument's grip tips were not moving intuitively, i.e. They were not following the mtm input commands smoothly. Root cause attributed to dislodged main tube. The complaint was confirmed by failure analysis. Additional findings not related to customer reported complaint: the instrument was returned with the power cord cut off and missing. Visual inspection did not reveal any thermal damage or signs of "melting". The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the vessel sealer extend instrument. Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. As of the date of this report, the product has not yet been received.

Event description:
It was reported that during a da vinci-assisted total gastrectomy surgical procedure, the vessel sealer extend instrument moved in the mirrored direction. The customer tried several fixes, but the issue persisted. The user completed the procedure using a backup vessel sealer extend instrument with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) contacted the customer and obtained the following information: the customer was working on the stomach when the issue occurred. There was no external collision with the instrument when the issue happened. The instrument was inspected prior to use and nothing out of the ordinary was noted. There were no images or video recording of the procedure.